Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have the outer surface of the grip tip broken off. A piece, approximately 0.16" x 0.15", was found to be broken off and the broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument grips.

Manufacturer narrative:
Isi has not received the product involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the vessel sealer extend instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system (B)(4). The vessel sealer extend instrument is a single use product and was not used during subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image was performed by an isi failure analysis engineer (fae) and it appeared that the overmold of one of the jaws was damaged with a fragment missing. The damage appeared to be just proximal to the hole on the overmold. As this part of the jaw overmold is not stressed under normal use conditions, the fae concluded that this failure mode to most likely caused by mishandling/misuse such as collisions, improper cleaning, etc. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Based on the information provided at this time, this complaint is being reported because: although there was no report of patient injury, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the vessel sealer extend instrument was physically damaged and fragments fell inside the patient. It was confirmed that the fragments were retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noticed. The site confirmed that all of the fragments were retrieved during the procedure. No additional surgical procedure was required to remove the fragments and no post-operative tests were performed to check for remaining fragments. The customer confirmed that no injury occurred to the patient.